Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis and microscopic of the returned device identified: linear striated openings, fold creases, nicks and a weight test of the explanted material was verified and it was within specification. Based on the device analysis the final assessment is: curved striated openings assessed as surgical damage. Nicks with striations assessed as surgical tool scratch like. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Device has been explanted.